Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer reports that while running the axsym folate assay that the probe had crashed due to the lid on the reagent pack not staying open when processing. There was no impact to patient management reported.